Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown reason. It was noted during implant the lv port was plugged. This is all the information provided, and additional information has been requested. No adverse patient effects were reported. Received additional information advising the attempted lead could not be advanced due to the patient's anatomy. The attempted lead was discarded and will not return for analysis. A lead revision will be scheduled for a future date. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown reason. It was noted during implant the lv port was plugged. This is all the information provided, and additional information has been requested. No adverse patient effects were reported.